Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter was inserted to the patient on (B)(6) fixed at 25cm by 3-times sutures. The catheter was fixed by tape next day, but the medical agent was found oozing out slowly, so a gauze was attached and exchanged from time to time. After that, when the patient was taken care in the ward, more medical agent oozed out, so a nurse removed the gauze and checked the catheter. Then, the medical agent spurted out from a small hole, so the catheter was removed and replaced with another kit on (B)(6). The extension line was confirmed cracked at 4cm from the insertion site. No injury to the patient occurred. According to the md, he/she might have possibly damaged the extension line when suturing. Also, it was confirmed the patient scratching the part near the insertion site because he/she was itchy." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "the catheter was inserted to the patient on july 18, fixed at 25cm by 3-times sutures. The catheter was fixed by tape next day, but the medical agent was found oozing out slowly, so a gauze was attached and exchanged from time to time. After that, when the patient was taken care in the ward, more medical agent oozed out, so a nurse removed the gauze and checked the catheter. Then, the medical agent spurted out from a small hole, so the catheter was removed and replaced with another kit on july 21. The extension line was confirmed cracked at 4cm from the insertion site. No injury to the patient occurred. According to the md, he/she might have possibly damaged the extension line when suturing. Also, it was confirmed the patient scratching the part near the insertion site because he/she was itchy." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one, 2-lumen catheter for analysis. Signs of use were observed in the form of biological material on the catheter body and on the extension lines. Sutures were present attached to the clamp and around the catheter body. Visual analysis revealed that the catheter body was ruptured. Microscopic examination confirmed the damage and revealed that the appearance of the rupture is consistent with a pressure-related break. Deformation or slight stretching of the catheter body was also noted directly adjacent to the tear, which, in combination with the catheter hole, is consistent with the appearance of over pressuring within the catheter. Sutures were also observed secured directly on the catheter body under the box clamp which resulted in visual constricting of the catheter body at that location. The constricting of the catheter body likely contributed to the pressure build-up and ultimately the catheter body rupture. The IFU included with this product warns the user "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow." No damage or anomalies were observed with either of the extension lines. During functional testing, biological material was observed within the blue extension line lumen. The hole in the catheter body measured 49mm from the juncture hub. The total length of the catheter body measured 319mm, which is not within the specification limits of 307-327mm per catheter product drawing. The catheter outer diameter measured 2.38mm, which is within the specification limits of 2.36-2.46 per catheter extrusion product drawing. A lab inventory syringe filled water was attached to the extension line and flushed. When flushing the distal line, water was observed leaking from the hole. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A manual tug test confirmed that the extension line was secure within its respective hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a ruptured catheter was confirmed through complaint investigation. Visual and dimensional analysis revealed that the catheter body was ruptured 49 mm from the juncture hub. The appearance of the hole is consistent with damage due to catheter body rupture from over pressurization from occlusion. Sutures were also observed secured directly on the catheter body under the box clamp which resulted in visual constricting of the catheter body at that location. The constricting of the catheter body likely contributed to the pressure build-up and ultimately the catheter body rupture. The IFU included with this product warns the user "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow." Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. An in-service was completed to educate the customer on proper use following the IFU provided with the kit. Based on the IFU statement and analysis of the returned sample, user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.